Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a140901. Patient problem code: f26.

Event description:
According to the customer's report, shunt placed into a patient on (B)(6) occurred blockage. The valve was also found blocked. The lot number was 0001458149.

Event description:
According to the customer's report, shunt placed into a patient on (B)(6) occurred blockage. The valve was also found blocked. The lot number was 0001458149.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001458149 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The shunts are 100% inspected for flow rate, backflow, and reflux. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.